Event description:
This rv lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2012 due to lead was fractured. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).